Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause is unknown. No further testing has been completed at this time and no repairs have been performed as the referenced device was returned unrepaired due to a refusal of the service estimate by the customer. If any additional information is received, a follow up MDR will be sent.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found with a downstream occlusion set alarm, which constitutes a possible false occlusion alarm; this is report 13 of 26 of this condition. There was no patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved an unremediated infusion pump with user interface module master software version 5.04.00.